Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Unit received with end cap broken off and with bleeding display glass. Unit had minor scratches on display window and reservoir tube window, cracked case at display window corners, reservoir tube window corners, belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 153 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.